Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: a review of the pump¿s black box data revealed evidence of partially discharged batteries installed and an unacknowledged eaw 145 occlusion alarm. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The battery cap was unable to secure onto the pump. The electrical current draws measured within specifications.